Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found the image was flickering. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the grainy image was an intermittent flicker when manipulating the angulation knobs due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the colonovideoscope was grainy. The issue was found during reprocessing. There were no reports of patient involvement.